Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Patient weight obtained.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: trial lead. (B)(4) pertain to product ID: 3531, serial# unknown, product type: external electrical stimulator. (B)(4) pertain to product ID: 3057, lot# unknown, product type: trial lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient undergoing a basic evaluation trial. It was reported that the left side at 1.7 received the message ¿settings not available, call clinician¿. The patient changed to the right side and when they attempted to increase stimulation, they received the message ¿settings not available call clinician¿ on the controller. The patient went back to the left side at 1.7 and the patient was unable to increase stimulation, so they removed the batteries and attempted again, but still received ¿settings not available call clinician¿ message on the controller. Additional information was received one day later. The patient was still getting the ¿setting not available¿ message and thought they might have pulled their wires a little while sleeping last night. Additional information was received on (B)(6) 2017. The patient thought the lead came out and they could not use the controller or the one around their waist. Additional information was received one day later. It was reported that the wires had completely broken and the external neurostimulator (ens) was not working. No symptoms were reported. No further complications were reported/anticipated.